Event description:
Lead shows sudden increase in pacing impedance, decrease in sensing and increase in threshold. Recordings show presence of noise and sudden increase of short interval counts. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.